Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, an indentation in the teflon pad and evidence of clinical use was identified. A fracture was found on the distal blade area. The distal gasket appeared to show signs of wear and a minimal amount of tissue past the gasket lip. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root causes are: jaws/blade subassembly damage; incidental and prolonged activation against solid surfaces, such as bone, metal or plastic; the instructions for use (IFU) state: avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the harmonic scalpel would not start after the generator was fired up. The device was replaced without issue. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.